Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/11/2017 - phone, 10/11/2017 - phone, 10/11/2017 - email. A ge healthcare service representative performed a checkout of the equipment. The advanced breathing system, exhalation valve, scavenger reservoir, scavenging needle valve, bag arm, adjustable pressure limit valve, scavenging flow tube and tubing were replaced.

Event description:
The hospital reported that high pressure was noted while in bag mode. There was no reported patient injury.